Event description:
The reporter stated that the surgeon was advancing a three piece lens model aq2010v into the patient's eye and the patient moved their head causing the lens to pop out onto the outside of patient's eye and the lens was contaminated. The surgeon decided not to use this lens. There was no product malfunction or patient injury it was due to a patient event.